Event description:
Routine complaint investigation when a consumer with gestational diabetes was incorrectly using a precision xtra blood glucose meter with precision qid test strips for approximately two weeks. Consumer subsequently received high blood glucose readings and their physician prescribed the use of insulin based on those results. During a consultation with a diabetic educator, the error was discovered and a comparison was taken using the correct combination of equipment and the mismatched equipment and the difference was considerable. The consumer has now been educated by the diabetes educator. On prescribed insulin was ever administered.